Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following intraocular lens implantation surgery, the patient experienced very poor intermediate and near vision and was unable to read without glasses. Therefore, the lens was scheduled for explantation. Additional information has been received stating that the surgeon¿s prognosis was to remove and replace the iol. No further impact to the patient was reported.